Manufacturer narrative:
The malfunction was duplicated and the rotary encoder button on the button board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's main switch would not operate properly. Complainant did not indicate that there was any patient involvement in the reported malfunction.